Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 974 mg/dl. The customer reported having symptoms of vomiting and chest pain. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated intravenous drip and pain medication. It was also reported that the customer received an excessive no delivery alarms. Customer's blood glucose level at the time 559mg/dl. Troubleshooting occured. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.